Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-50 serial: (B)(4). Batch: 18281175/18281162.

Event description:
It was reported that patient underwent a system explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.